Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds measurements of 7.5v. A lead revision was performed and this lead was explanted and replaced. The explanted lead was discarded at the hospital and is not able to be returned for analysis. No additional adverse patient effects were reported.